Manufacturer narrative:
(B)(4). The lens was received and is currently being evaluated at the manufacturing site. Lens met all manufacturing specifications prior to release. In follow-up with the account it was learned the patient was experiencing glare, cause could not be determined. A supplemental MDR will be filed as necessary when additional reportable information becomes available. MDR #2648035-2011-00083 was submitted for the right eye.

Manufacturer narrative:
Additional information received: the returned lens was measured for diopter and was correct as labeled, 22.0 d. The iol met all specifications for optical properties. A visual inspection showed the lens to be within specifications. Manufacturing records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information currently available is included in this report.

Event description:
It was reported that the patient's intraocular lenses were explanted 4 months after implant due to the patient's intolerance of the visual disturbances she was experiencing. There were no complications and no patient injury. This report is one of two for the same patient and is for the left eye.